Event description:
A site representative reported surgeon dissatisfaction with the solera drivers and the amount of toggle between the driver and the screw. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available as this was not an allegation against one specific instrument/device, the reported issue is more of a general statement. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Medtronic representative following-up at site, reports that at this time all systems are functioning normally. No parts have been returned to manufacturer for evaluation. Parts not returned to manufacturer.